Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011, the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch select meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7:44 am. She obtained results of "227, 184, and 202 mg/dl" on the subject meter, which she felt were inaccurate high compared to her feelings/normal values. It is unknown when these results were obtained throughout the day. It is also unclear whether or not the patient takes any medication to manage her diabetes and due to the alleged issue, at 7:44 am she began taking 4-6 more units than normal of novolog for every glucose result. She claimed "one day later" on (B)(6) 2011, at an unspecified time she felt shaky, lightheaded and tired. It is unknown if there was any type of medical treatment administered in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and that the control solution test failed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.